Event description:
The pt had an allergic reaction to a resmed mask that created blisters (possible scarring) on the side of her nose.

Manufacturer narrative:
The mask has not been evaluated by resmed corp. Resmed has requested the mask involved in the incident be returned to manufacturer so that further eval could be performed.